Manufacturer narrative:
(B)(4). As the transfer set was not returned and a lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s transfer set was not adequately connecting with a minicap. Upon connection, a nurse observed a gap between the minicap and the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.